Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing separated from the "blue transducer." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.